Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and wall adapter. There was no reported adverse impact to the customer's blood glucose level. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.